Manufacturer narrative:
The reported event that drill bit axsos 3 ti locking, short, ø3.1 x 216mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. No indications of material, manufacturing or design related problems were found during the investigation. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed. It was disposed in the hospital.

Event description:
It was reported that the drill bit was broke during drilling the bone and about 2cm from the tip of the drill bit was left in the patient bone. After that when the drill bit was changed the new same one and drill was done, the drill bit was deformed and stuck drill sleeve. Therefore, operation was done with new drill bit and drill sleeve.